Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator battery would not charge. The device was in use at the time of the reported event; however, there was no patient harm. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 14dec2018. The customer complaint of ¿battery will not charge.¿ was confirmed during failure analysis of the returned parts. This problem was caused by a failure of u1, which disabled charging of the battery.